Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during implant placement the vestibular wall was lost and the implant did not achieve primary stability. Guided bone regeneration was performed and patient will have to return to place a new implant. Tooth site 15.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3 tapered implant, (bopt4311) was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 2022090369. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022090369 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: bone fracture. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were improper techniques used and patient factors. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Event description:
No further event information is available at the time of this report.